Manufacturer narrative:
Concomitant medical products: 3058, interstim ipg, implanted: (B)(6) 2017, 3889-28 interstim lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead impedance warning for low impedance and atrial undersensing were noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.